Event description:
When pulling the guide wire back through the needle to reposition it, the guide wire got caught on the needle tip. No patient harm or injury occurred as a result of this event.

Manufacturer narrative:
The actual device in question was returned to merit medical systems for evaluation. Although only one incident was mentioned, three sets of guide wire and needle were returned. Visual examination revealed that the distal end of the guide wire had been damaged, making it impossible to pull the guide wire back through the needle. Review of the lot processing records showed no problems associated with the needle or the guide wire. Further investigation of the complaint log confirmed that no other complaints have been filed for this type of incident from this lot number. Device labeling clearly alerts, "warning: withdrawl, pull back, or manipulation of the guide wire distal tip through the needle tip may result in breakage or embolization. To avoid guide wire damage during manipulation, remove the introducer needle." Therefore, this event is attributed to user error. Merit will continue to monitor events of this type to ensure that no increasing trends occur. Merit has not received any information. Merit is attempting to obtain this information and will submit a follow-up report should it become available.